Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal fell apart upon pulling it out of the aorta. It did not open up correctly. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly and the seal were returned separate. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal fell apart when pulling out of aorta" was confirmed. The complaint was interpreted as "seal did not deploy properly". A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).